Event description:
During mr examination, pt was burned on a small spot on the left hand and on the left upper leg.

Manufacturer narrative:
H.3. The system had not been cleaned after contrast agent was spilled inside the bore. The contrast agent formed a conductive pathway between the pt and the pin-diode. This conductive pathway appears to have led to the burns. The field service engineer replaced the body coil and the site has had no further incidents.